Event description:
Report for patient 2 of 4: 0.8 inr with protime system, lot number g7kwc071-p3 vs. Repeat 1.7 inr with protime system, with unspecified lot number. Patient therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Complaint confirmed using retained products. This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.